Event description:
It was reported by service report that upon delivery the brake/steer pedal was broken on the head end and there were sharp edges present. No pt involvement or adverse consequences are reported.